Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported patient was not feeling stimulation while therapy was on. They increase amplitude but did not resolved the reported issue. The patient was unable to feel stimulation on program 3 at 8.5 v, on program 4 at 6.1 v, and on program 1 at 6.1 v. The patient had a fall but was indicated it was not traumatic and could be related to the issue which occurred a couple weeks from the report date. The patient also had trouble urinating which lasted for 24-48 hours. The patient was on program 2 at 6.1 v and could feel the stimulation a little in his back. If additional information is received, a follow-up report will be submitted. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and. Gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the fall was the cause of lack of symptom relief. It was unknown if the patient was able to feel stimulation in the correct location because the patient passed away three weeks later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.